Event description:
During an aortic valve replacement, the md placed the cannula into the aorta. The connecting y-tubing had a crack and leaked from the proximal connection of the device. This is the second similar incident with tubing #cds003p from the same lot in in five days.